Event description:
Arterial bleeding noted from indwelling arterial line in pt, which had been placed the day prior (1/7/99). Catheter connectors checked, but bleeding continued. Suspected defective product. Arterial line removed and replaced.